Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an endoscopic surgery, the surgeon was able to press the green button but the stapler did not fire. It was stated that the they were not able to open the jaws. They replaced the cartridge to complete the case. There was no patient injury.